Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that starting 6 or 7 weeks prior to the report, his implantable neurostimulator started depleting quickly. The patient would fully charge his implantable neurostimulator and then it would deplete in 12 hours, then 4 hours, then 2 hours, and now he cannot charge his implantable neurostimulator at all. The patient is getting a reposition antenna screen on the recharger and a poor communication screen on the patient programmer. The patient has not had any falls or trauma noted to be associated with these issues. He did note that he had twisted his back muscles. The patient has pain at the implantable neurostimulator site and has lost a lot of weight since being implanted. The patient is currently in pain because he cannot charge his implantable neurostimulator or use it.